Manufacturer narrative:
This information was not provided. Part number associated with device only sold in (B)(6). Investigation could not be concluded as no device was returned.

Event description:
Patient implanted with proximal femoral nail, antirotation on (B)(6) 2010. Nail broke postoperatively and was removed and replaced on (B)(6) 2011. The locking bolt was also noted to have broken postoperatively and was removed. This is the 1st of 2 reports submitted on this event.